Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system, with a highest reported blood glucose of 600 mg/dl, after a routine supply change; no insulin leakage at the device site was observed, the cannula was reported intact, meal announcements were not missed, and a subsequent complete supply change reduced a finger-stick reading to 503 mg/dl while the cgm trend was decreasing. Symptoms included hyperglycemia. Outcomes included no use of backup therapy, no professional medical intervention, and hydration at home after ketone testing without following a ketone action plan. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no identified device malfunction and an unclear root cause. It was concluded that the event was user-reported hyperglycemia with cause unclear, with no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.